Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated that the entire lead body was returned. The lead was severed at 23.5 cm from is-1 terminal pin. The extracting stylet remained inside the distal section of the lead. The trilumen insulation ruptured through and the rs- coils were exposed. The damage was located approximately 40-41 centimeters from the is-1 terminal pin. An x-ray was performed and no fracture was found. Analysis concluded, due to location and type of damage, the clinical observation was consistent with clavicle first rib entrapment.

Manufacturer narrative:
At this time, this lead is undergoing analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a lead revision procedure. The patient has a competitor's device; therefore, a boston scientific field representative was not present at the procedure. The field representative indicated the physician suspected a lead fracture. The field representative also indicated that the lead was in bad shape after the extraction process. No adverse patient effects were reported.